Event description:
The customer reported obtaining an erroneous total human chorionic gonadotropin (thcg) patient sample result for a (B)(6) female from an access 2 immunoassay analyzer. The customer stated that the initial thcg result was 30.44 iu/l and the repeat results were negative; 0.45 iu/l, 0.45 iu/l, 0.50 iu/l, 0.63 iu/l and 0.62 iu/l. The customer stated that they had rerun the sample because the initial result did not fit the patient's history. Only the repeat "negative" results were reported out of the laboratory and there was no change to patient treatment in connection with this event. Complaint investigator (ci) has reviewed the supplied thcg quality control (qc), calibration curve, patient and systems checks data and all were within the assay/instrument specifications. A beckman coulter field service engineer (fse) was dispatched and replaced the incubator belt as well as adjusted the luminometer voltage. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Evaluation code - results code - (other): luminometer voltage adjusted.